Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. Reported battery voltage of 2.05 v is a miscalculated value.

Event description:
It was reported that battery voltage reading was lower than expected. Device is still in use. No patient complications have been reported as a result of this event.